Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not able to self-void. The caller was assisted with increasing stimulation and planned to ask a manufacturer representative (rep) for additional programs. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.